Event description:
It was reported to philips healthcare that while attempting to obtain leads ECG, the user shut the device off for a few seconds and after doing that, the monitor seemed to freeze for several seconds. There was no negative pt impact.

Manufacturer narrative:
(B)(4).